Event description:
A care giver (cg) contacted (B)(4) regarding the home patient (hp) waking up to find the bed wet, this occurred on the home choice (hc) unit during dwell 4. The cg stated she caught it in time, there was no alarm. The technical service representative (tsr) had the cg end therapy, close the clamps and cap off the hp. The tsr advised the cg to call the nurse for further medical instructions. The writer followed up with the nurse. The rn stated the home patient (hp) has disconnected the transfer set from the patient line in their sleep. The hp was treated with prophylactic antibiotics. The hp has since continued therapy with no issues and no adverse events have resulted as a result of this issue

Event description:
A customer contacted baxter's global technical service center to report air in the patient line on the homechoice device during initial drain. The homepatient (hp) stated that she just started the initial drain and noticed that there was air throughout the patient line. The technical service representative (tsr) explained that hp would need to start over with new supplies. The tsr then walked the hp through ending therapy early procedure and instructed the hp to check the patient line for air before connecting.

Manufacturer narrative:
(B)(4). Sample availability and lot number is unknown at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line at initial drain. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Follow up with the patient revealed that she is new to dialysis and she is getting better at it. The patient stated that her therapy is going well. There was no patient injury or medical intervention associated with this event. This review found the labeling adequate for the use error in the complaint. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.